Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported hat the battery gauge remained static at a low number then jumped up to 70%. Following the battery jump, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.